Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked. After fill of the device, pressure was applied to the bag and ¿immediately there was lateral rupture and total loss of the product due to leakage¿. The device contained 655 ml of albumin and 1965 ml of ringer's lactate for a total volume of 2620ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which observed a separation of the main seal on the right side of the printed side. The reported condition was verified. The cause of he condition was due to manufacturing operation related to sealing machine failure. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.